Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information was received from the patient that reported that the patient has known that she has had multiple sclerosis for about 20 years, but that she was diagnosed about 5 years prior to the report. The patient falls a lot due to the multiple sclerosis and is sure that the implantable neurostimulator has moved.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0230876v, implanted: (B)(6) 2002, product type: lead; product ID 3487a-33, lot# j0230934v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported she thought her device had moved. The patient had a fall and could be related to the issue. The patient had multiple sclerosis (ms) and tripped a lot. The patient would like to have the device removed. There were no patient symptoms reported. The indication for use was complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.